Manufacturer narrative:
Section a4 and a6: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded lens was explanted due to the patient experiencing difficulty driving and working. On the first day, the uncorrected distance visual acuity (ucdva) was 20/15, and the post-operative manifest refraction (mrx) was plano sphere. At one week, the ucdva dropped to 20/50+1, with only trace posterior capsule opacification (pco) noted to be present, which showed a myopic shift to -1.25 + 0.50 x 126. The iol was exchanged for another j&j diu225 with a power of 19.5. The patient's best corrected visual acuity (bscva) pre-operatively was 20/25-2, and post-operatively it improved to 20/15. No additional information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: june 12, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the complaint lens was received cut into three pieces and coated in an unknown liquid. The lens pieces were cleaned revealing no issues that could cause or contribute to the complaint issue reported. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.